Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The patient reports the following possible batch number: zlg778.

Event description:
It was reported that a patient underwent a ventral incisional hernia repair (B)(6) 2008 and mesh was used. The patient stated that she developed an infection at the surgical site. She was treated successfully but continues to have discomfort at the site. She also states that since the implantation of the mesh she has developed a knot coming out of hernia area, diverticulitis, acid reflux, back pain, headaches and loss of bladder control. Additional information has been requested.